Manufacturer narrative:
Investigation is still pending. A follow up MDR will be submitted to include the investigation conclusions.

Event description:
As per source doc: (B)(6) told me he doesn't remember if the stents were from the same lot. They were used on 2 different patient during the same procedure and had the same problem. Difficult insertion both and 1 dislocated. I confirm first before contact with the patient and second dislocated. No further intervention has been done and the patient has not suffered from this procedure. As per cc form : difficult insertion of the double pigtail stent into the scope and later dislocation (B)(4) is dealing with the difficult advancement and stent dislocation. (B)(4) is dealing with the second device with difficult advancement that was noted prior to patient contact.

Manufacturer narrative:
Device evaluation: 1 x zss-10-3-rb device of an unknown lot number was not returned to cirl and unavailable for evaluation. (B)(4) were opened from this complaint (B)(4) (report reference number - 3001845648-2020-00431) deals with the difficult advancement off the device in the first patient in the complaint. (B)(4) (report reference number - 3001845648-2020-00021) deals with the migration of the stent in the first patient in the compliant (B)(4) (report reference number - 3001845648-2020-00022) deals with the difficult advancement off the device in the 2nd patient in the complaint. Prior to distribution zss-10-3-rb devices are subjected to a visual inspection and functional checks to ensure device integrity. These inspections and functional checks are outlined in internal procedures in place at cirl. A review of the manufacturing records for the zss-10-3-rb device could not be completed as the lot number is unknown. It is noted as per instructions for use, ifu0100-1 which accompanies this device, in the contraindications section: ¿those specific to ercp and any procedure to be performed in conjunction with stent placement.¿ root cause review: as the device was not returned for evaluation an exact root cause is difficult to determine. It was noted that the user reported that there was resistance when the advancing both the introductory system and the stent. However, as the difficultly in advancing the stent was noted before patient contact and while in the scope it¿s possible that the stent was impeded as it passed the elevator of the endoscope before patient contact. It has been reported in the initial information received that the stent was placed and its position verified. It was also reported in subsequent information received that the information provided on stent migration and removal was provided in error and that no intervention was performed on the patient and that the procedure was finished with an amsterdam plastic stent, the reason for the additional amsterdam stent could not be confirmed. Summary: complaint is confirmed based on customer testimony. According to the additional information received no further intervention has been done and the patient has not suffered from this procedure. Complaints of this nature will continue to be monitored for potential emerging trends.

Event description:
Supplemental report is being submitted due to the completion of the investigation.